Manufacturer narrative:
An impl twist mp-1 5.0 mm 10 mm (1994) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the splines of a mount. Removal tool stuck in implant. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. Pictures or x-ray images were not provided. Documents reviewed: instructions for use for zimmer dental spline® twist¿ implants¿ 8962 rev 3 - 09/19 information identified: contraindications, warnings DHR review: DHR review was completed for the subject lot number (2019072563). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019072563) for similar event and no other complaint was identified. Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k962106.

Event description:
It was reported that when the doctor placed the implant, the slot part of the fixture mount fractured. The doctor stopped using the fixture mount and used a removal tool to remove the implant and then placed another implant. Tooth # 19.